Event description:
It was reported that an asymptomatic pt returned for a routine removal of the filter one month after implant, as it was no longer needed. The first attempt to retrieve the filter failed, as the filter was tilted. The pt returned for a second attempt with the use of a recovery cone. The vena cava gram showed the apex of the filter to be outside of the vena cava. The apex could not be docked and the filter could not be removed. One day later, the pt complained of pain. It was reported that a CT scan confirmed the apex outside of the cava wall and 4 legs had perforated the cava wall. The filter remains implanted.